Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code (B)(4) used for: the tip of the screw extractor broke inside during removal surgery and the fragment remains inside the patient. The removal surgery could not be completed so plates and screws were used to complete the repair. Device history records review not available to report at this the device was not received, the investigation could not be completed, and no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018 a surgeon attempted to remove a tfn lag screw with a helical blade/screw extractor; while doing so, the tip of the extractor broke off into the patient and was unable to be removed. The patient was originally implanted with the nail and screw on an unknown date in 2014, under the guidance of another surgeon. When the patient begun to work with the new surgeon, it was decided the original nail was not long enough to heal the wound properly; so, the surgeon decided it would be best to remove and replace the nail with a longer nail to fit the deep rooted fracture. However, during the (B)(6) 2018 procedure they were unable to remove the screw due to the break in the helical blade/screw extractor, and instead implanted the patient with a plate and screws (in addition to the already present nail and screw) as treatment for the fracture. There was no reported surgical delay. The patient was reported to be in okay condition following the procedure. The sales consultant was not present during the event and is unable to provide further information about the event and or parts. This report involves 1 device. Reported concomitant device unknown tfn lag screw (part number unknown, lot number unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Therapy date: (B)(6), 2018. A device history record (DHR) review was performed for part: 03.037.030, lot: 9376539: manufacturing site: haegendorf, release to warehouse date: 13. Apr. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Device condition: the extractor (part 03.037.030, lot 9376539, mfg 13. Apr. 2015) was received at us cq with a broken distal tip. The shaft is broken in the 5mm diameter section. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken. Lot number review: the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: relevant drawing(s) was reviewed. Dimensional analysis was completed, the outer diameter of the shaft proximal to the break measured and is within specification based on the relevant drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the extractor (part 03.037.030, lot 9376539) was received broken. A device inspection, device history record review and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being inserted off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report addresses the issue of helical blade/screw extractor breakage during revision surgery. The postoperative issue of non-union due to original nail was not long enough has been captured under linked complaint (B)(4).